Manufacturer narrative:
No devices or photos were received; therefore the condition of the devices is unknown. The lot numbers of the products are unknown; therefore the device history records and complaint history could not be reviewed. The reported devices are used for treatment. It could not be confirmed if the devices were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Adherence to rehabilitation protocol and relevant patient medical history are unknown. With the information provided a specific cause could not be determined with certainty.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that 40 patients were revised due to dislocation.